Event description:
Simplex p cement hardened before the surgeon was able to insert the femoral prosthesis. The cement was mixed for approximately 90 seconds, the room temperature was approximately 69 degrees, the mixer that was used is the smith nephew mix o.r.. As the surgeon began injecting the cement into the femoral canal, the cement mixing cylinder separated from the cement gun, this resulted in a delay because the cylinder and gun needed reassembly. Following the reassembly, the cylinder malfunctioned again, it snapped in half. This event resulted in surgical delay which required blood transfusion.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Device not returned to manufacturer.

Event description:
Simplex p cement hardened before the surgeon was able to insert the femoral prosthesis. The cement was mixed for approximately 90 seconds, the room temperature was approximately 69 degrees, the mixer that was used is the smith nephew mix o.r. As the surgeon began injecting the cement into the femoral canal, the cement mixing cylinder separated from the cement gun, this resulted in a delay because the cylinder and gun needed reassembly. Following the reassembly, the cylinder malfunctioned again, it snapped in half. This event resulted in surgical delay which required blood transfusion.

Manufacturer narrative:
Visual inspection and functional testing was completed on the three retained samples tested from lot code rcu044. The results were satisfactory and within specification. Device history review for the specified lot indicates that the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review determined that there were no similar events reported for the referenced lot. The investigation concluded that the reported setting time issue cannot be confirmed. The mixing properties of the retained samples of the reported lot code rcu044 were tested and show that all required specifications are met. The mixing characteristics and working properties of surgical simplex bone cements are influenced primarily by the temperature of the liquid and powder components at the time of mixing and by the temperatures of the utensils with which it contacts during mixing e.g. Mixing bowls, cement introducers etc. Generally, higher temperatures accelerate the polymerization reaction and lower temperatures delay it. Other factors which can affect setting time are mixing technique (speed, use of vacuum, centrifugation), thoroughness of mixing, complete utilization of all of the powder & liquid and care to avoid inclusion of any extraneous material such as blood or sterilization solutions into the mix. Mixing process/technique issues are highlighted in the or handbook. Based on the laboratory results of the retain samples it is not possible to replicate this event. No further investigation for this event is possible at this time .if additional information becomes available this investigation will be reopened.